Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient started having driveline power faults on (B)(6) 2025. It did not clear with a self-test at home. The system controller and modular cable were exchanged to new ones, and the alarm had not resolved. Log file review confirms driveline power a faults beginning on (B)(6) 2025. Log files from new system controller also confirmed driveline power a faults beginning on (B)(6) 2025. Pump cable connector of modular cable was noted with corrosion. A pump cable in line connector cleaning was performed on (B)(6) 2025, along with another modular cable exchange. No further driveline fault alarms were noted post the connector cleaning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable, lot 10437769, was returned for evaluation following the reported event of driveline power fault alarms. A review of the submitted controller event log file (B)(4) spanned approximately 6 days (04jun2025 ¿ 09jun2025 per time stamp). On (B)(6) 2025 at 10:49:18 while connected to the mobile power unit (mpu), the driveline power fault alarm activated due to a power a broken fault. The alarm lasted through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned modular cable was functionally tested with the returned system controller and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. The other returned modular cable had large amounts of corrosion in the inline connector which ended up drying before returning and is consistent with the reported event. Additional information provided stated that the inline connector was cleaned on 12jun2025 which resolved the alarms. They then exchanged this modular cable due to the alarm still being present on the controller. The root cause for the reported event was due to corrosion in the other modular cable. The reported event could not be correlated to an issue with this returned modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault and controller internal fault alarms. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate3 lvas patient handbook (rev a) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. D) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. A) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.